Event description:
Felt like having a stroke, blood pressure went up, increased pulse rate, pain in chest, possible drug interaction. Case description: this case was reported by a consumer and described the occurrence of possible stroke in a (B)(6) female patient who received glycerin (biotene mouth spray (savannah) oromucosal spray (batch number u4h081, expiry date 10/31/2016) for an unknown indication. Co-suspect products included clopidogrel bisulfate (plavix) for an unknown indication. On (B)(6) 2015, the patient started biotene mouth spray (savannah) (dental) 1 dosage form(s) single dose. On an unknown date, the patient started plavix at an unknown dose and frequency. On (B)(6) 2015. An unknown time after starting biotene mouth spray (savannah), the patient experienced possible stroke (serious criteria gsk medically significant), increased blood pressure, pulse rate increased, chest pain and drug interaction. Biotene mouth spray (savannah) was discontinued on (B)(6) 2015 (dechallange was positive). The action taken with plavix was unknown. On (B)(6) 2015, the outcome of the possible stroke, increased blood pressure, pulse rate increased, chest pain and drug interaction were recovered/resolved. The reporter considered the possible stroke, increased blood pressure, pulse rate increased, chest pain and drug interaction to be possibly related to biotene mouth spray (savannah). Additional details: consumer reported she used the product one time and her blood pressure went up and her pulse rate almost doubled. She reported she felt like she was having a stroke and she had a pain in her chest. Consumer reported by 7:00 pm all of the events cleared. Consumer reported a possible drug interaction with plavix.